Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening and subsidence of the talar component. Also, there was poly wear on the insert and the pt was infected.